Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the handpiece stopped working. A second handpiece was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 10/22/2009. Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted, and the batch met all finished goods release criteria.